Event description:
It was reported that the customer received a button error alarm after his insulin pump was exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms and no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has minor scratches on lcd window, cracked case at display window comers and belt clip slot.